Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device passed self test and displacement test. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button issue. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. Customer stated the pump was neither dropped nor exposed to moisture. Customer stated that only up button was responding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.